Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by biomed , the cardiosave battery was not charging .there was no patient involvement , harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) battery not charging. There was no patient involvement and no patient harm reported. A getinge field service engineer fse was able to correct issue with phone support. The unit was not properly docked in the cart. Confirmed that after unit was docked properly batteries were charging. H3 other text : issue resolved over phone call.

Event description:
N/a.